Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it implant coil remains in the patient and pushwire was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small ruptured saccular posterior communicating artery aneurysm, this coil would not detach with an instant detacher or by the using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) and detached itself inside the patient during removal. It was reported this was an emergency case with subarachnoid hemorrhage. The physician used non-medtronic coils as a framing. The physician attempted detachment five times with an instant detacher and one time using the manual method to detach, but the coil failed to detach. The physician decided to remove this coil but then detached unexpectedly while removing. The physician tried to put it back into the aneurysm but coil loop came out of the aneurysm. The decision was made to use a stent for attaching the coil loop to the vessel wall. The procedure was completed. No patient complications were reported. The patient is live without injury.